Event description:
Lifepak 15 battery malfunction. Battery 1 was at 2 bars. Battery 2 was at full bars. It was also plugged into ac outlet. The lifepak was taking abnormally longer than normal to charge for defibrillation. Then the monitor turned off. No low battery indications on the lifepak prior to shutting off. Another battery was placed into the lifepak and it started to operate appropriately again. FDA safety report ID # (B)(4).